Event description:
Customer reported that she kept receiving a check settings alarm from the insulin pump. Blood glucose level was 457 mg/dl at the time of the call. Customer was advised to treat with a bolus to clear the alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.